Manufacturer narrative:
The device remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for mitral stenosis. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. Baseline mean pressure gradient was 6 mmhg. Two clips were implanted, reducing the mr to grade 1. Post procedure, the mean pressure gradient remained unchanged at 6 mmhg. On (B)(6) 2020, the patient presented with a persistent cough and increased heart rate. Echocardiogram noted the mean pressure gradient had increased to 13 mmhg. Medication was administered to reduce the heart rate and remove some fluid and the patient was sent for covid-19 testing, with negative results. The patient will be considered for pacemaker implant. The clips were noted to be stable on the leaflets. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effects of tachycardia and mitral stenosis are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. Based on the available information, a definitive cause for the reported tachycardia and mitral stenosis could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.na